Manufacturer narrative:
A letter was sent to the customer¿s family dated (B)(6), 2015, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away in her sleep on (B)(6), 2015, due to diabetes complications. Attempts were made to follow up with the clinical diabetes specialist and the customer's healthcare provider, however they did not have any additional information on the death.